Event description:
It was reported that the right atrial (ra) lead was observed to have dislodged on x-ray and exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead; implanted: (B)(6) 2021, product ID: w4tr01 crtp; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.